Manufacturer narrative:
This information is unknown. Additional procodes: gff, gfa, hsz. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (b)(46 as follows: it was reported during an osteosynthesis of the femur on (B)(6) 2018, when drilling the femur with a quick anchoring drill bit, the drill bit broke. A small fragment was left inside the patient. The procedure was successfully completed. It was unknown if there were surgical delay. Patient outcome was reported as stable. This report is for a 2.5mm drill bit/qc/gold/110mm this is report 1 of 1 for (B)(4).